Manufacturer narrative:
We are reporting according to exemption no (B)(4). Incidents involving medical devices mfg by arjo hosp equipment ab in (B)(4) will be reported by us, the legal MFR, arjo hosp equipment ab in (B)(4) on behalf of our sales and distribution company in (B)(4). Additional info will be provided upon conclusion of the MFR's investigation.

Event description:
As stated by the customer 2011-(B)(6): the pt was lifted in the entroy chair and when the arm was turned against the water, the arm fell down by itself and touch the care giver and landed on the pool edge. The arm from the lift touched the head and shoulder of the care giver, but no injuries occurred. (B)(4).